Event description:
It was reported that the liquid crystal display on the insulin pump was defective, and it had a loss of memory settings after a battery replacement. The insulin pump passed the self test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty electronic component on the motherboard. Further testing was not performed due to the frozen display.